Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported that both workstation screens were flashing and the system would not perform fluoroscopy. The field engineer noted the system would not boot up. There is no report of injury or death associated with the event described in this complaint.